Manufacturer narrative:
Follow-up # 1: 10/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2015 with the following findings: a review of the pump black box data revealed multiple call service (054, 052) alarms prior to multiple pump reboots; however this was not duplicated during investigation. The returned battery cap was noted to be in good condition and it was used when the pump was exercised for 24 hours with no intermittent power issues, reboot or cs alarms observed. The pump case was opened and no moisture was noted. No defects were found during an inspection on the power circuit either. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.